Manufacturer narrative:
Qa analysis of the returned device revealed the unit was returned without the stent delivery sys. The stent was twisted and stretched it's entire length. A portion of c-flex was returned. One end of the c-flex was rolled back and the other end was torn. Quality engineering concluded that there was no indication in the complaint that the physician found any device issue during preparation/set-up. The stent was returned heavily damaged with the presence of blood and tissue. A loose piece of the membrane was also returned. Info obtained indicated the vessel was heavily calcified. It appears that the stent encountered resistance possibly calcium, and the resulting force may have caused tensile overload, resulting in the c-flex separation. Quality engineering concluded that no corrective action would be implemented at this time. The mfg records for this product lot were reviewed, and no non-conformities with a relationship to this matter were found. This MDR is considered closed by the qa dept.

Event description:
It was reported that after deployment of the stent at 8atm a dissection occurred. The pt was taken to surgery for CABG. The surgeon found a long piece of the sheath in the pt's artery. It was reported that the artery was known to be very calcified.